Manufacturer narrative:
H3: analysis of the pipeline flex embolization device (lot no. B166948) found that the pusher was extending from within the phenom 27 catheter hub for ~81.5 cm. The phenom 27 catheter body was found damaged distal to the strain relief. No damage was found with the phenom 27 distal tip. The pipeline flex embolization device could not be removed from within the phenom 27 catheter as it was found stuck. Therefore, the phenom 27 catheter was dissected (cut) to remove the pipeline flex embolization device. The pipeline flex pusher was found intact. No bends or kinks were found with the pusher. The resheathing pad and ptfe sleeves were found in good condition. The tip coil was found bent. The pipeline flex braid ends were found fully open but damaged (frayed). Based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed as the device has been fully deployed and re-sheathed. In addition, the pipeline flex braid was found fully open. It is possible the damage found with the pipeline flex braid or the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. H6: method code updated to b01. Result code updated to c0702 and c070601. Conclusion code updated to d1103. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline shield that failed to open at the distal end. The patient was undergoing a procedure for flow diversion treatment of an unruptured saccular aneurysm in the right internal carotid artery (ica). The aneurysm max diameter was 7mm and the neck diameter was 5mm. Vessel tortuosity was moderate. It was reported that the pipeline device and all accessory devices were prepare according to the instructions for use (IFU). The pipeline was less than 50% deployed when it was noted that the distal end would not open. The pipeline was pushed well and the device was resheathed less than or equal to 2 times to attempt to move the ptfe sleeve back on themselves. No additional steps or other devices were tried to open the pipeline. The pipeline was resheathed and removed with the microcatheter. Both the pipeline and microcatheter were replaced to continue the procedure, though there was no issue with the microcatheter. The replacement pipeline was then implanted successfully with good apposition. There was no harm or injury to the patient. Post-procedure angiography showed very good results.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no damage observed to the pipeline stent or pushwire.